Event description:
It was reported that the pt had an infection and had the pump removed. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).